Manufacturer narrative:
H11: per good faith effort (gfe) response received on 31jul2025, it was clarified that there was just physical damage to the bezel. The failed touchscreen calibration was just used as a notifier. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, this issue does not meet reportability criteria and was reported in error.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was touchscreen failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that there was touchscreen failure. It was stated the rear bezel was damaged and a replacement was ordered. The investigation is ongoing.